Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static on multiple occasions. Customer¿s blood glucose level had no adverse impact. Customer loaded a new cartridge to resolve the issue